Manufacturer narrative:
Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation and obtaining additional information, it was determined that this event did not involve bio-contamination and is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable.

Event description:
The user facility reported that the tubing in the package looks discolored found out of the box. There was no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the tubing in the package looks discolored found out of the box. There was no delay, no medical intervention, and no adverse consequences.